Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Picking pieces of string out- vagina [foreign body in reproductive tract] . Irritated girl parts - vagina [vulvovaginal discomfort] . Strings fall apart- tampon [device breakage]. Case narrative: reporter stated via email that the tampon strings fall apart for family, friends and co-workers. No serious injury was reported.